Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the display was blank. It was reported there was no patient involvement at the time the issue was discovered. The biomedical engineer confirmed the display was blank via visual inspection. The remote service engineer (rse) provided the customer with the part number of the display to order and replace. Device evaluation and repair are pending.